Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one maxcore biopsy device was received for evaluation. During visual evaluation, the device appeared to have blood residue throughout the cannula and the device was returned half primed, leaving the sample notch exposed. Due to the condition of the device functional testing was not performed. Therefore, the investigation is inconclusive for the reported failure to fire as the functional testing was performed due to the condition of the received device. A definitive root cause for the reported failure to fire issue could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an ultrasound guided kidney biopsy procedure through normal density tissue, the cannula of the device allegedly failed to fire. No coaxial was used. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10: d4 (expiration date: 11/2025). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an ultrasound guided kidney biopsy procedure through normal density tissue, the cannula of the device allegedly failed to fire. No coaxial was used. There was no reported patient injury.